Event description:
It was reported that there was a motor malfunction. The event timing was before surgery. There was no harm but a 0¿15-minute delay. Upon investigation, the motor was seized. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(6). Review of the most recent repair record determined that the motor was seized. The device has not yet been repaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.